Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patients ipg had become inoperable. Surgical intervention was undertaken on (B)(6) 2021 where the ipg was explanted and replaced.

Manufacturer narrative:
It was reported that the distributor's technician informed that the generator was replaced due to the end of the battery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: d4 - implant information added.

Manufacturer narrative:
H6 - 4611 removed / 4412 and 1924 added